Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter's casing was found to be cracked/broken. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k082590.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter has a line through the display. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2011 between 9:30am and 9:45am. It is not specified whether the patient was on any diabetes medications or what action the patient took at the time the alleged issue began. The patient claimed she was "feeling high", unwell, and uncomfortable prior to the start of the alleged issue. In spite of her symptoms, the patient denied seeking any medical treatment. At the time of troubleshooting, the cca noted the patient was not a first time user of the subject meter, the meter was not misused, and the patient had a back up meter to test. Replacement products were sent to the patient. There is no indication that the reported issue caused or contributed to a serious injury. The patient felt symptomatic prior to obtaining the alleged issue. Therefore the meter did not contribute to the patient's symptom. However, this complaint is being reported because the alleged issue remained unresolved.